Event description:
Additional information received from the consumer reported that the patient thought it was working, but they still had issues once in a while. The patient wasn't having terrible symptoms, but was having some problems. The patient wanted to make sure they couldn't get more benefit from one of the other programs. The patient did feel stimulation and wanted to change programs. The patient was on program 3 at 1.2v and switched to program 4 at 1.4v. The patient was going to give it a week and see if they got more relief.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0u69h, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had intermittent periods of loss of therapeutic effect, but was currently having good therapeutic effect. The patient was wondering if there might be a need to make programming adjustments. The patient had good therapeutic benefit during the trial. Trauma that could be related to the issue was that the patient did more lifting than they should have and picked up a child on (B)(6) 2015. After this, the patient could feel that their uterus had dropped down a little bit. The patient had an upcoming post-operative appointment with their managing health care provider (hcp). The patient would discuss their concerns and directions with the hcp at that time. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.